Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain and femoral loosening. Loosening occurred at the bone/cement interface. Cement was manufactured by depuy.

Manufacturer narrative:
No device associated with this report was received for examination. The retained samples of smartset mv, pc:3122040, lot:3166731 could be not be tested on this product as it has been identified as being approximately 6 years old and the retained samples have expired retention in accordance with the depuy retained sample procedure scp-qc01. The dfmea and IFU have both been reviewed. Implant loosening is a known risk with the use of bone cements and the risk is highlighted in both documents. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.